Event description:
It was reported that occlusion alarms occurred resulting in a visit to the emergency room (ER). The customer¿s blood glucose level was 600 mg/dl. Customer was treated with intravenous fluids of saline, potassium, and insulin to address the elevated bg. Treatment resolved the issue and there was no permanent damage. The customer was discharged from the ER on the same day. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin.